Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high impedance and dislodgment. A new lead was implanted at the same surgical intervention. The lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high impedance and dislodgment. A new lead was implanted at the same surgical intervention. The lead is expected to be returned. No additional adverse patient effects were reported.